Event description:
The pump was reported to the customer biomedical engineering department for "repeated false occlusion alarms" during intravenous delivery to a pt undergoing hyperbaric therapy. The pump had been infusing either normal saline at 100ml/h or ativan 25mg/250ml at approximately 2mg/h (specific rate not recalled). Two pumps were involved with this report both infusing at the same time to this pt. When biomed tested the pump, it was noted that when no occlusion alarm was present the device was overdelivering. With an expected delivered amount of 22ml, the pump infused 30ml. Delivery accuracy requires the hypebaric device to deliver at +/-10%. There were no reports of any delivery accuracy issues while the pump was in clinical use, at which time the pump was alarming. No overdelivery to the pt occurred. There were no reports of any adverse events while the device was in clinical use. When the "false occlusion alarms" occurred, the pump was switched out without incident. No additional information was available.